Manufacturer narrative:
The reported issue that during an infusion no air in line (ail) or occlusion alarm occurred when expected could not be definitively confirmed; no product or device logs were returned for investigation. A supplied set of pictures of the disposable set exhibited the presence of air boluses in the tubing; however the single air bolus and the accumulated ail feature settings at the time of the infusion could not be ascertained without the return of the device or associated event log. The file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No device history or qn search was performed since no source device serial number was reported by the customer. The file may be closed based on the above facts. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that during an infusion, no ail or occlusion alarm occurred when expected. The user found the tubing contained ¿ladder¿ like air-fluid-air-fluid segments had moved past the air sensor. The air was discovered before it reached the patient. No patient harm was reported. A photo showed that the set drip chamber walls were concave when the set arrived in biomed, and the air vent was closed.